Event description:
I had an allergan natrelle implant style 68mp lot# 1194176 placed in my left breast on (B)(6) 2025 which then became infected. On (B)(6) 2025 I noticed red breast and warm to the touch. I immediately was admitted to hospital and given IV antibiotics for 72hrs to try to save the breast but it was surgically removed on (B)(6) 2025 stayed in the hospital for 2 more days of IV antibiotics and sent home with a middle line to give them myself after being taught by nurse. This is one of 8 surgeries I've had from these allergan products, tissue expanders ref # 133s-mx-15t. I've had surgery on (B)(6) 2024 bilateral tissue expanders placed, (B)(6) 2024 bilateral implants placed expanders removed. (B)(6) 2024 had left breast implant removed due to infection. On (B)(6) 2023 had bilateral mastectomy due to high-risk lesion in left breast, bilateral tissue expanders placed. (B)(6) 2023 left breast tissue expander was removed due to infection. (B)(6) 2023 right breast tissue expander removed due to infection. That's a lot of infections if you ask me. I currently have my right breast implant which I think I will need to get removed in the near future. Patient: 1924;1735. Device: 1524. Reference reports: mw5175083, mw5175085.